Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced an event of low blood glucose (50 mg/dl) resulting in hospitalization. The duration of stay was less than 24 hours. Patient was treated intravenously. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-09221), was submitted on 20-may-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.